Manufacturer narrative:
A field service engineer (fse) was not dispatched to address the reported event. Tss advised customer of repeated freeze that shortens control stability-advice aliquot and freeze. No further action required by tss the most probable cause of the reported event was repeated freezing of control - stability issue tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported 360 br 40320 low controls on their aia-360 analyzer. A field service engineer (fse) was not dispatched to address the reported event which resulted in delay in reporting of patient results for hcg patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results